Event description:
The customer reported that during set up / inspection for an unspecified procedure (during set up in room / before patient in room) the olympus cysto-nephro videoscope was found to have chipped/detached bending section sheath adhesive. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.